Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the shock channel, and an increase in rv pacing thresholds and pacing impedance. All high voltage lead measurements remain within normal limits. A guidant technical services (ts) consultant discussed the possibility of a loose setscrew as the source for the observation. To date, there have been no reported patient symptoms associated with this clinical observation.